Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed noise and a decrease in impedances to 280 ohms. The health care professional (hcp) reported that the lead had fractured. The patient was seen for a surgical revision procedure where the rv lead was abandoned surgically and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.